Manufacturer narrative:
This report is being supplemented to provide a correction with information inadvertently left out (b5 and h4).

Event description:
This event involved 3 devices. Patient identifier (B)(6) is for the jaws "hiq+", 5 x 330 mm, grasping forceps, croceolmi. Patient identifier (B)(6) is for the shaft "hiq+", 5 x 330 mm. Patient identifier (B)(6) is for the handle "hiq+", ergo s, unipolar.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the shaft defect is attributable to excessive force. Also, it can be assumed that the reported abnormal noise has no relation to the deformation of the shaft. This supplemental report includes a correction to d4 and g2. Also, new information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the following fields: b1, b2, h1. This supplemental report is being submitted to provide clarification to the following fields: b5, d10, g2, h6.

Event description:
It was also stated that the at the time of the report, the hospital could not confirm the parts had not been retained in the patient, and it was being treated as if the devices had fallen into a body cavity. Additional information was requested multiple times, but was not received.

Manufacturer narrative:
The device was not returned to olympus for evaluation and repair. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that during the operation. It became impossible to grasp with abnormal noise. Completed by replacing with similar equipment. No health hazard to patient. The shaft of the unit was separated from the moving part of the jaw and did not interlock with the handle operation. Checked the shaft for deformation. Fracture surface was not visible. No additional information has been obtained at the moment.